Event description:
It was reported that the handpiece overheated while being tested. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the investigation details the reported condition of the device overheating during usage could not be duplicated. Service will do a clean, lube, and adjust to the device and complete any necessary maintenance or repairs. Then the device will be returned to the customer.